Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report - (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced posterior vaginal mesh extrusion and erosion, pain, dyspareunia, vaginal discharge and bleeding, bowel problems, bladder leak, bladder cramps, posterior vaginal advancement flap, revision of vaginal mesh, cystoscopy, and removal surgery.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced extrusion, chronic bladder cramps (muscle cramps), discomfort with intercourse, vaginal mucosa defect, bladder trabeculation, redundant vaginal mucosa, chronic vaginal bleeding, blood loss, unspecified menopausal/postmenopausal disorder, burning with urination (burning sensation), urinary tract infection (uti), candidiasis of vulva and vagina/yeast infection (fungal infection), bladder pain, cellulitis (inflammation), abscess, bacterial vaginosis (bacterial infection), flank pain, and required additional surgical and non-surgical interventions.